Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The output connectors were broken, and the lower case was cracked. The main printed circuit board was also found to be out of electrical specification, the battery contacts were compressed, and the side bail covers, ring cover and heart lead flex were contaminated. The keyboard was also scratched, and the upper case was broken.

Event description:
It was reported the output connectors are broken, and the outer case is cracked. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.